Manufacturer narrative:
(B)(4).

Event description:
A patient experienced a shocking/jolting sensation with their stimulation turned either on or off. The patient indicated that when she was around someone using a cell phone, she would feel like her body was being shocked, and she would also get headaches. The issue began in 2003, and the patient had turned her device off. In addition, pain from the implant was noted as being more severe in the neck and shoulder area. The patient's outcome was not reported. Additional information is being requested, and will be provided in a follow-up report as it becomes available.